Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the display boards were dim for four large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.